Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose ranged from 300-390 (mg/dl). Reportedly, the customer loaded a new cartridge and was ultimately able to clear the alarm and resume insulin therapy.